Event description:
It was reported to philips that the customer was unable to perform exposures properly during a procedure. No harm was reported to philips. The device was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the malfunction made it impossible to determine the degree of vascular occlusion, resulting in a delay in patient treatment. However, no harm or injury has been reported to philips. It was reported to philips that the consumer was unable to perform exposure during the procedure. Phillips did not deliver any services. As per information provided by the customer issue was resolved by the replacement of geo ipc and no additional info can be retrieved as no work perform by philips. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the malfunction made it impossible to determine the degree of vascular occlusion, resulting in a delay in patient treatment. However, no harm or injury has been reported to philips. It was reported to philips that the consumer was unable to perform exposure during the procedure. Phillips did not deliver any services. As per information provided by the customer issue was resolved by the replacement of geo ipc and no additional info can be retrieved as no work perform by philips. The codes were updated based on the investigation outcome. The evaluation method code was corrected. The catalog item identifier, product UDI, and the manufacture date have been updated.